Event description:
Doctor at bedside placing an hd catheter into left subclavian. Had difficulty placing line and requested second kit which was opened and a second attempt to place line was unsuccessful. Using a guidewire he continued to attempt placement. He removed all .equipment and asked for a cxr which appears possibly part of the first catheter broke off and remains in patient. Upon looking at all wires used, one wire did look abnormal as the "threading" from wire was not intact. Patient was transferred to miami valley hospital for placement of hd catheter/dialysis and further evaluation of possible wire that remains in patient.